Event description:
Procedure type: sleeve gastrectomy. According to the reporter: surgeon has experienced issues where there seems to be a loss of power, when using the idrive. Even when the surgeon is using a black reload on the sleeve of a stomach of pts he feels do not have a particular thick stomach. The device either stops mid firing and completely stops or sometimes the surgeon is able to complete the firing, but it stops and starts the whole time until it reaches the end of the reload. There was no adverse effect to the pt. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. Nothing fell into the pt's cavity. Gore reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).